Manufacturer narrative:
(B)(4). See MDR #3010532612-2019-00254 and tc #(B)(4) for complaint related to the same patient and event. Teleflex did not receive the device for investigation therefore the reported complaint of iab helium loss alarm is not able to be confirmed. The reported complaint could not be confirmed after review of the customer photo. The root cause of the complaint is undetermined. If the product is returned at a later date, a full investigation of the sample will be completed. The specific serial number/lot number was not reported, but a device history record (DHR) review was conducted for the lot numbers shipped to this account with no relevant findings. All devices passed manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported by the rn that they have a patient with an intra-aortic balloon (iab) and they are receiving frequent helium loss 2 alarms. The patient was repositioned and that did not resolve the alarms and the patient did not have ectopy. There was blood noted on the catheter and questionable blood in the helium drive line tubing. The nurse at the bedside said the blood wiped off, but the alarms were persistent. Clinical specialist advised that the catheter be removed. As a result, the iab was exchanged without incident on the opposite groin. There was no report of patient complications, or death.

Manufacturer narrative:
(B)(4). See MDR #3010532612-2019-00254 and (B)(4) for complaint related to the same patient and event.

Event description:
It was reported by the rn that they have a patient with an intra-aortic balloon (iab) and they are receiving frequent helium loss 2 alarms. The patient was repositioned and that did not resolve the alarms and the patient did not have ectopy. There was blood noted on the catheter and questionable blood in the helium drive line tubing. The nurse at the bedside said the blood wiped off, but the alarms were persistent. Clinical specialist advised that the catheter be removed. As a result, the iab was exchanged without incident on the opposite groin. There was no report of patient complications, or death.